Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the large suturecut needle driver (lsnd) cable was damaged. The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument does not deliver energy as there is no conductor wire. The instrument was found to have a broken grip cable at the distal end.